Manufacturer narrative:
Device passed the displacement, self test and passed the delivery accuracy test at 0.08720 inches noted. No missing segment or partial display anomaly during test. Device received with broken battery tube threads, broken reservoir tube lip and cracked case display window corner. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had a crack on it and the screen goes cloudy black at times and was difficult to read. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.